Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts) on (B)(6) 2017. The fcr reported that this patient was presented to the electrophysiology (ep) laboratory for a scheduled implant procedure. The implant procedure was successfully completed with no patient adverse effects. However, the patient exhibited stroke-like symptoms post-implant. The fcr asked if the patient can undergo an MRI. The fcr was informed that the system should be implanted for 6 weeks or more. Boston scientific received additional information from the fcr that the patient was stable and no MRI was obtained. From the physician's perspective, the device did not contribute to the adverse event. The patient's symptoms were likely caused by procedure anesthesia. The patient was discharged from the hospital a few days later in stable condition.